Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 2nd revision - dr (B)(6), (B)(6) hospital (B)(6) 2018. Patient sustained a fall, the femoral and tibial implants were loose. The tibial implant came out ¿clean¿ with no cement adhered to the underside of the tibial implant - surgeon is asking how this can happen. The femoral component was also loose. (B)(4): 1st revision tka: dr (B)(6), (B)(6) hospital (B)(6) 2018. Patient sustained a fall, the femoral and tibial implants were loose - the incidence of infection has not been ruled out. Male patient (B)(6). Unknown: jrn= attune 6 (no lot #/no product code), unknown: jrn= 4 20 mm ps insert (no lot #/no product code).